Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit was received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test due to compromised force sensor system alarm. Unit was received with normal operating currents and passed unexpected restart error test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The drive support cap was flushed. The customer felt tired and heaviness in his chest. Customer's blood glucose level was 300 mg/dl. The customer treated his blood glucose level with syringes. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.